Manufacturer narrative:
Device not returned.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Subsequently, it was reported that a cartridge alarm occurred during the load sequence. Reportedly, the cartridge was changed to address the issue. Customer's blood glucose ranged from 306-325 mg/dl.